Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02431. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, the patient underwent implant of a 26mm sapien 3 valve, by transfemoral approach. While the valve was being deployed, the balloon ruptured and during withdrawal, became stuck in the expandable portion of the esheath. The operator removed the esheath and delivery system at once, damaging the devices. Imagery provided showed delamination of the esheath. A new kit was opened to use the new esheath and a 26mm delivery system for post dilatation, as the valve was not fully deployed.

Manufacturer narrative:
Added h.6 component code, device code, type of investigation, and investigation findings. Corrected h.6 investigation conclusions. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to these same complaint codes. As no device was returned and there is no evidence to support a manufacturing / design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Photos was provided for review and evaluation. Compression was noted on the sheath shaft during delivery system retrieval. Sheath liner delamination with scratches along the sheath were present. The liner was delaminated and the sheath distal tip was split. The IFU, device preparation manual, and device procedural manual were reviewed. If delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: 1. Attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. 2. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. 3. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. 4. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required. The events were confirmed based on provided imagery. No manufacturing non-conformances were identified. A review of lot history, complaint history, and DHR showed no indication that a manufacturing non-conformance contributed to the complaint event. Review of manufacturing mitigations showed that inspections are in place to detect the issue during manufacturing. No IFU/training manual deficiencies were identified. As reported per case notes, 'the balloon ruptured and, when removing it, it got stuck in the expandable part of esheath. Operator removed the esheath and delivery system at once, and the devices suffered a lot of damage: balloon had been ruptured and seemed to damage the esheath with a sharp side. Images of the sheath show delamination.' Liner delamination was confirmed based on imagery provided by the site. Due to the retrieval of the burst balloon, excessive force was likely applied during delivery system removal through sheath. The excessive force and manipulation could result in the burst balloon catching within the sheath, and subsequently delaminating the sheath along with splitting of the distal tip. As such, available information therefore suggests that procedural factors (excessive device manipulation, burst balloon caught on liner) may have contributed to the complaint event.